Event description:
Complainant alleges that the tebbetts fiber optic retractor burned (2) pts. Complainant reported that the knob at the light cable connection became hot during use. No additional info is available from the complainant.